Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as there was a deviation of the stylus tip position on the touchscreen requiring calibration. It was also noted that the cooling fan was noisy. The bullets assembly and front keyboard latch were broken. The company logo button was missing. The paper tray was nearly empty. The anti-slip layer of the radiofrequency head was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.